Event description:
It was reported that the patient¿s blood glucose level increased to 23 mmol/l (414 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the arm infusion site, resulting in the cannula becoming dislodged. The patient also reported that the cannula was bent upon removal. As treatment, the pod was removed and replaced with a new one.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged or bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.